Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing discomfort and difficulty charging the ipg. It was also noted that patient experienced unwanted stimulation and overstimulation throughout the body. Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The physician suspected device malfunction on ipg. The patient was doing well postoperatively.